Event description:
The health care provider reported that the patient's stimulation system caused a pinching and heating sensation. It was also reported that it would not hold a charge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).